Event description:
The lens was not loaded correctly in the delivery device and while implanting it, the lens was twisted. The doctor removed and replaced the lens tp cpomplete the problems.

Manufacturer narrative:
This form was completed by the manufacturer.